Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a qdot micro catheter and observed an irrigation issue (device used in the patient). The qdot micro catheter would not irrigate. The catheter was replaced and the issue was resolved. The procedure was continued and subsequently completed. No patient consequence was reported. Additional information was received on 24-feb-2026. The device was used in the patient. The ngen pump was used. No error noted from the irrigation pump. Steps taken to resolve the irrigation issue was to remove the catheter from the body and flushed. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. The irrigation issue was originally considered non-reportable, however, bwi became aware on 24-feb-2026 that the device was used in the patient and have assessed the irrigation issue (device used in the patient) as reportable. The awareness date for this record is 24-feb-2026.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a qdot micro catheter and observed an irrigation issue (device used in the patient). The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on 31-mar-2026. Visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test, no flow was observed in the irrigation hole. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stuck in different section of the shaft. Finally, the irrigation tube was dissected and observed on the microscope and it was found occluded with dry reddish material. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the occlusion cannot be determined. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Originally reported d4. Catalog as unk_qdot micro and no lot number was provided. However, the lot number was retrieved during the product investigation. Therefore, updated and processed the following fields: -d4. Lot -d4. Catalog -d4. Expiration date -d4. Device manufacture date -d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).